Event description:
On (B)(6) /2009, the pt reported that while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber and about 100 units of insulin spilled into the chamber. The pt was able to detach the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt switched to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to the be returned for evaluation.